Event description:
Consumer called with concerns on their meter's accuracy. They are a diabetic educator and they believe the readings are too erratic. Analysis run on clark error grid using mean ave reading (164, 69) as ref. Point vs. Bd readings (50, a277; 22 115) yielded data points in the c/d range of the grid, outside of acceptable limits.